Event description:
It was reported that, "dr was implanting the avs pl implant and as he was impacting it in, the implant broke in half. He was not using it in any way that he shouldn't be. After the implant broke, he had to take extra time getting the broken pieces out. It resulted in him drilling the implant out and using a pituitary to get it out. After dr questioned the strength of our implants and also the sterilization method we use."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.